Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A check clutch alarm was found from the device's event history log. Visual and functional tests were performed, and the clutches were found to be worn out. The clutches were replaced to fix the issue.

Event description:
The device was returned because the bottom case was physically damaged along with the pole clamp during routine preventative maintenance inspection. The results of the investigation found a check clutch alarm. There was no patient involvement.